Event description:
On 9/14/2022 it was reported by a sales representative via sems that an ar-13999mf fastpass scorpion is having an issue. When the trigger is squeezed and fired, the jaws do not close fully. This occurred during the first case it was used with. All six scorpions at this account are having this issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Five unpackaged ar-13999mf serial/batch number (B)(6) were received for investigation. Functional testing found 3 out of 5 of the device's jaws are not closing completely, and 2 out of 5 of the devices' trigger handles get stuck. Visual evaluation found multiple discoloration spots on the five instruments. It is unknown how many cleaning cycles the device had been exposed to. The cause remains undetermined.